Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the m300+ lost connection to the wireless network while the device was in use with a patient. There was no adverse patient impact and no report of injury at the time of the event.

Event description:
It was reported that the m300+ lost connection to the wireless network while the device was in use with a patient. There was no adverse patient impact and no report of injury at the time of the event.

Manufacturer narrative:
Additional information provided by the customer confirmed the m300 was offline for approximately 25 minutes. It was noted that a third-party contractor performed a site survey in 2023 prior to installation of the equipment and connecting m300s to the wireless network access points and draeger verified this site survey at the time. Following this event, the customer contacted draeger regarding this concern and it was confirmed that the issue was with the wireless network connectivity and not a malfunction of the m300. The field service engineer at the hospital planned to install software updates on the infinity centralstation (ics) and m300s as well as ensure proper functioning of the wireless network at the hospital. The hospital utilized a third-party wireless infrastructure and worked with a third-party company to check the network. Both the network and equipment were updated. Following extensive testing, the hospital network was found to work with the m300s without interruption and the issue was confirmed to have been resolved. In conclusion, although the m300+ went offline during use, the device operated as intended, and the network connection issue was identified to be related to the hospital network and not the device itself. The instructions for use inform the user that the ics is to be used as the primary monitor for all m300 devices; however, if the m300+ loses connection to the network, the device continues to monitor the patient, all alarms at the local device will go to 100% volume level, and a message will appear at the ics to alert the clinician of the offline condition.